Manufacturer narrative:
(B)(4). Medical product: vanguard knee system cr tibial bearing, catalog#: 183420, lot#: 959220, vanguard knee system cr femoral left, catalog#: 183026, lot#: j3755718, biomet knee system fixed cruciate tibial plate, catalog#: 141232, lot#: j3806309. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10391, 0001825034-2017-10392, 0001825034-2017-10393, 0001825034-2018-01552.

Event description:
It was reported that the patient was hospitalized for five days to treat a blood clot after left knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2018-04646.